Event description:
The event was reported as " after treatment with epirubicin leak at the weld of the thread. The patient received a few drops of chemiotherapy on the arm. ' the investigation summary report - we did not receive a sample or a picture for investigation. A sample investigation could not be performed as we did not receive a complaint sample. We performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. Further we performed a free flow ,tightness and practical test on one retain sample of complained batch and could not find any abnormalities. The investigation of our production documents did not show any deviation related to the complaint reason. Based on the investigation results, a root cause could not be determined.